Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a nurse that patient had dementia (due to normal aging/disease progression) and was not able to charge their deep brain stimulation (dbs) device anymore. When the nurse tried to interrogate the device, they were unable to. It's unknown how long patient has not charged the device, but possibly since (B)(6) 2024. Family decided to no longer use dbs as patient's side effects have not worsened much without it. Mdt rep offered to help get the device out of overdischarge, but family declined the need for it at this time. No symptoms were reported.